Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that this ra lead was involved with an infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).